Event description:
It was reported that during a vats wedge resection procedure, after the third firing, the surgeon noticed the device would not open after firing on lung tissue. The case was completed with a new instrument. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.